Manufacturer narrative:
Device evaluated by MFR: for device not evaluated, the appropriate term/code would be device was discarded.

Event description:
Customer reported that during a cataract procedure while miloop was being removed from the eye, the doctor proceeded to utilize phaco to extract hemispheres. A stop and chop was performed to further dissect each hemisphere. The doctor removed the first half of the first hemisphere, and there appeared to be no incident, however, as he attempted to remove the second half of the first hemisphere, the nucleus piece dropped into the posterior capsule.